Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type 1a endoleak and type 2 endoleaks are confirmed. This is consistent with the reported adverse event/incident. The most likely causation for the type 1a endoleak is the severe aortic neck angulation; however due to a lack of the preoperative computed tomography (CT) scan, unable to confirm this finding and the type 2 endoleak is from lumbar arteries. The final patient status was reported being stable post the secondary endovascular procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g4: date received by manufacturer has been updated. H6: device code: remove code 3190 h6: result code: remove code 3233 h6: conclusion code: remove code 11.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). It was reported that a type 1a endoleak was visualized on the final imaging. The physician inflated a non-endologix (coda) balloon within the stent graft and this slowed the endoleak. The patient was brought back two (2) days later and a computed tomography angiogram (cta) revealed that the stent rings were not opposed to the aortic wall. The physician elected to implant a viabahn (non-endologix) 11x29 stent and inflation with an atlas (non-endologix) 14mm balloon to successfully resolve this event. Additional images showed a late type 2 endoleak from several lumbar arteries. The patient status was not reported. Note: type 2 endoleaks are anatomy related events and are not caused or contributed by the device.